Event description:
It was reported that, during holmium laser enucleation of prostate (holep) procedure, the laser did not register fiber when plugged in. It was noted that, when physician tried lasing, the fiber made an abnormal sound. Additionally, upon plugging fiber into laser, it immediately started cracking. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.

Event description:
It was reported that, during holmium laser enucleation of prostate (holep) procedure, the laser did not register fiber when plugged in. It was noted that, when physician tried lasing, the fiber made an abnormal sound. Additionally, upon plugging fiber into laser, it immediately started cracking. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found no visible defects. During the microscopic analysis, it was observed that the tip was in good condition. The connector had no defects. During functional testing, the aiming beam was bright and round, and the console read: treatment used: 0 treatment left: 1. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Product analysis found no defects on the fiber, therefore the complaint against the fiber was not confirmed. Based on the information available, the investigation was assigned the conclusion code of no problem detected.